Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2007 that this implantable transvenous defibrillation lead was recently implanted and lead diagnostic measurements were normal. Subsequently, the lead measurements changed as there was no capture at 7.5 volts at 1.1 ms. The pacing impedance measurements increased from 780 to 860 ohms. The r-wave sensing had diminished from 10 to 7 mv. Boston scientific's technical services (ts) discussed a possible lead dislodgement. Ts recommended a chest xray to verify lead position. Boston scientific received information that a chest xray did not conclusively identify a lead dislodgement. The physician suspected that a microdislodgement had occurred. The lead was repositioned and the issue was resolved (see initial medwatch report#2124215-2008-29490 dated (B)(6) 2007). Subsequently, boston scientific received information from a follower patient listing in 2013 that this patient had been admitted to hospice and the implanted device was reprogrammed off. Subsequently, boston scientific received information that this patient had died in (B)(6) 2013. There were no reported allegation that a lead malfunction caused or contributed to the patient's death.